Event description:
Customer states he inserted an undosed test strip into the advantage sys and got a result of hi. Customer states he has never used this meter because every time he inserts an undosed test strip, it gives a reading of hi. The customer did not provide the location where the discrepant results were obtained, or how long the malfunction has been occurring. No adverse event reported. No qc's used. Requested return of suspect device and replacement was sent. Accu-chek advantage sys: meter, comfort curve test strip lot # and exp date unk.

Manufacturer narrative:
The suspect prod is the advantage meter.